Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explant due to pseudophakia. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the removal of the iol could not be determined. Information was provided that the company (1.50cyl), 16.0 diopter (add power +2.2/+3.2) lens was explanted. A malfunction has not been indicated against the lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for more details of the event. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).